Manufacturer narrative:
The devices associated with this report were not returned and are presumed yet implanted. A complaint database search finds additional reports against the 1936461, 1944066, and z12ga1 lot codes. A complaint database search of the remaining product and lot code combinations found no previous reports. Device history records for all of the provided product and lot code combinations were requested. A review of the device history records did not reveal any related manufacturing deviations or anomalies. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Clinical report indicates the patient was experiencing trochanteric bursitis and pain. Update rec'd 8/31/2015: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from elevated metal levels. A dor has been provided. The liner and head are now being reported for allegations of metal on metal, and the stem is being reported for elevated toxic metal ions.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor, metal wear and metallosis. After review of medical records the patient was revised to address left total hip failed arthroplasty.

Manufacturer narrative:
UDI: (B)(4).